Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a water damaged outer carton box was confirmed during analysis. Visual inspection of the carton box for heartmate ICU cover revealed the box was intact. There was no impact to the ICU cover or documents (IFU) inside the box. The device history records were reviewed and the records revealed the heartmate ICU cover was manufactured in accordance with mfg and qa specifications. The heartmate 3 instructions for use in section "symbols" (under ¿description of labeling symbols¿), includes a description of the general symbol which indicates to not use if package is damaged. This symbol is present on the label on the heartmate 3 system controller carton (10014616-a/10014615-a). Heartmate iii instructions for use section entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pocket controller was delivered and there was water damage. The pocket controller and ICU cover were returned. Related manufacturer report number of controller: 2916596-2021-04293.